Event description:
It was reported the patient had surgery (B)(6) 2011 and then "something" went wrong with the leads on (B)(6) 2011. It was noted the patient had had implantable neurostimulators for over 10 years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension.